Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a dark line through the display and a blank display due to the keypad. The customer's blood glucose level was 187 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display after pressing the buttons due to a shorted liquid crystal display driver board. The operating currents and off no power could not be verified due to a blank display. The displacement test could not be performed due to the blank display. No moisture damage was noted to the electronics, motor, battery tube, or vibrator assembly. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corner.